Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed dirt/foreign material on the objective lens could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing and or user handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the colonovideoscope exhibited dirt/foreign material on the objective lens. There was no patient involvement, and no harm was rerpoted as a result of the event.